Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, that the patient stopped using their continuous glucose monitor (cgm) due to a hospitalization. The reason for the hospitalization is not known. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available. Correction.